Manufacturer narrative:
The MDR was submitted in error. An MDR should not have been submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had skin irritation on site from the sensor¿s overtape. The customer had quit using it. The customer stated it had almost burned their skin that they would feel during the day and when they went home the site was raw. They described it like a chemical burn taking layer of the skin. It had happened twice. The customer¿s blood glucose level during the incident was unknown. The product will not be returned for analysis.